Event description:
Laser tip of fiber exploded in bladder when using. Total joules at 243100 when this occurred. No new fiber used 100/20. Bladder irrigated with 3 liters normal saline at end of procedure and small pieces of laser fiber tip removed.